Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 28mm promus element plus drug-eluting stent was selected for use; however, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.00x28mm promus element plus drug-eluting stent was selected for use; however, the stent strut was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified damage to the proximal end of the stent. A stent strut in the first row at the proximal end of the stent was lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent od (outer diameter) was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.